Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: will not allow air through.

Manufacturer narrative:
Investigation summary: it was reported the needle will not let air through. To aid in the investigation, ten samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All ten samples expelled the solution with a normal flow. A device history record review was completed for provided material number: 305916, lot number; 2025237. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 2025237 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. There is a CAPA open for the reported issue. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.